Event description:
During product evaluation, failure code 814:01 was found in the pump's event history. It is unk when this failure code occurred or if there was any pt injury or med intervention necessary.